Manufacturer narrative:
The following additional defects were observed during the evaluation: the bending angle was insufficient due to elongation of the angle wire. There is play in the angle knob due to the stretching of the angle wire. The insertion tube was crushed due to external factors. The insertion tube was wrinkled. The adhesive rubber was chipped, and the adhesive around the light guide lens was peeled off. There was dirt in the control section that was difficult to remove. Several of the device components demonstrated scratches and scrapes due to external factors, and wear, due to use over time. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported ¿suction defects, clogs¿. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During the inspection and testing of the returned device, foreign material was observed in the forceps/instrument channel. This report is being submitted for the malfunction found during the device evaluation (foreign material).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to inappropriate or insufficient reprocessing methods or handling. Olympus will continue to monitor field performance for this device.